Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records report alval, hypersensitivity, pseudotumor, pain, tendinosis, bursitis, elevated metal ion levels, metallosis and fluid collection. The patient was then revised to address pain, pseudotumor and metal on metal reaction. A significant amount of synovial fluid was encountered within the joint along with mild or minimal amounts of trunnions and metallosis type material or tissue. Doi: (B)(6) 2010. Dor: (B)(6) 2019, (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : lot 5013562. The DHR analysis showed an initial conformance of this product / lot with regards to its specification. There was no deviation or non-conformance. Device history review : lot 5013562. The DHR analysis showed an initial conformance of this product / lot with regards to its specification. There was no deviation or non-conformance.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: 5013562. The DHR analysis showed an initial conformance of this product / lot with regards to its specification. There was no deviation or non-conformance.